Event description:
Patient's meter was reading inaccurately control high. Medical affairs specialist spoke with patient's family member in 2003. Patient's family member explained that family member first called to report the meter reading inaccurately control high and called back several hours later to report an incident in 2003. Patient had obtained a "570 mg/dl" at 6:50 am in 2003. They had been feeling groggy at the time. They had taken "14 or 16 units" of insulin. And within 10 to 15 minutes later they had gone limp. Patient is on sliding scale regimen. Their family member could not recall the exact scale. The paramedics were called to the house. Patient was not tested or treated before being transported to the ER. Patient had a blood glucose level of "32 mg/dl" on the ER meter. The test result at the ER was obtained around 7:30 am. Patient was admitted to the hospital for 12 days. Patient's family member explained that they were admitted for hypoglycemia. However, they ended up having other complications before they were released. Patient's family member does not wish to release any other information regarding the incident. One control solution was performed in 2003 when the meter was reported as reading inaccurately control high. It is unknown if the patient had been using the same vial of test strips when they experienced the serious injury. The result fell outside the accepted range and a second test was not performed, as instructed in the ower's manual. The meter is being reported because the patient did suffer a serious injury due to taking insulin based on the meter reading. The customer service representative replaced patient's strips and control solution.